Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field service engineer (fse) that during pm the cardiosave intra-aortic balloon pump (iabp) failed the pim test. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse states unit would continue to fail during the third leak check test. Tried to swap the safety disk with another one and it continued to fail. Replaced the tidal volume disk and it failed again. After the fse replaced the pim (0997-00-1178), unit successfully passed the pim test. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: g2, d9, h11. The failure analysis and testing dept. Received part number 0997-00-1178 patient interface module serial number (B)(6) with a reported unit failure of: failed pim test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 patient interface module serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the pim to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. All tests passed. The fat dept. Could not verify that the pim failed the pim test. Retaining the pim in the fat dept. Per procedure.